Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
On (B)(6) 2022 arjo was informed about the incident with the portable scale adaptor failure (an accessory connecting the maxi sky 440 ceiling lift to the scale). Following the information provided, an arjo clinical consultant was conducting a training with the caregiver at the customer's site before putting the device into service. The caregiver was placed in the sling attached to the ceiling lift spreader bar and the clinical consultant started to raising the caregiver using a handset. A few seconds later, the caregiver fell onto a bed as one of the scale adaptor straps detached from the device. As a consequence of the event, the caregiver was hit on her forehead by the spreader bar and sustained a bump on the head - not serious injury.

Manufacturer narrative:
On 20th september 2022 arjo was informed about a portable scale adaptor failure (an accessory connecting the maxi sky 440 ceiling lift to the scale). The device involved in an incident was the ceiling lifting system, consisting of the arjo maxi sky 440 ceiling lift (with unknown serial and model number) attached to the ceiling installation and portable scale adaptor (with serial number: (B)(6) and model number: 700.05725), equipped with 4 straps mounted on rivets. Following the information provided, at the time of the incident an arjo clinical consultant was conducting training with a caregiver at the customer's site before putting the device into service. The caregiver was placed in a sling attached to the ceiling lift¿s spreader bar. The bed under the caregiver was lowered so that the sling was tightened but the caregiver was still touching the bed. The clinical consultant started to raise the caregiver using a handset. A few seconds later, the caregiver lowered back onto a bed as one of the scale adaptor straps detached from the device. As a consequence of the detachment, the caregiver was hit in her forehead by the spreader bar, sustaining not serious injury. The portable scale adaptor was returned to the manufacturer for further evaluation, which revealed that the primary cause of the strap detachment in the investigated complaint is considered to be a manufacturing defect. More than one root cause was found to be responsible of the manufacturing defect such as the work instructions missing clarity and the fact that part of the process is manual. Part of the corrective actions has included improvements in the manufacturing process. Additionally, the simulations performed showed that the faulty strap needed to be misaligned from the vertical axis. One probable cause for the misalignment from the vertical axis would be the incorrect attachment of the strap to the lift. However, it was confirmed that the straps were correctly attached to the device in this complaint. In addition, the strap was not inspected prior to use. The instructions for use (IFU) for the portable scale adaptor (document number: (B)(4)) instructs the user how to attach the straps of the accessory to the ceiling lift properly stating to ensure that ¿the straps remain square relative to the adaptor bar¿ and to ¿never install a strap at an angle¿. Also, product instructions for use states to inspect the strap before each use and to look for a ¿hole in the strap larger that the rivet head¿. To sum up, the maxi sky 440 ceiling lift and portable scale adaptor were used as a system during the transfer when the scale adaptor straps detached from the device. This led to the caregiver being abruptly lowered back onto the bed and being hit in the head by the spreader bar. The complaint was decided to be reportable to competent authorities due to the indication that the strap of the scale adaptor detached during use. No serious injury was sustained.

Manufacturer narrative:
The investigation is still ongoing. The product is currently being tested and conclusions from the tests are awaited. The follow-up information will be sent within the next report.

Manufacturer narrative:
The process of gathering and analysing the information is ongoing. The follow-up will be provided within next report.